Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had diminished battery life and rejected new battery and it was louder in delivery and less bright. The blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test and displacement test. No rewind grinding loud/noise anomaly noted during testing. Device had minor scratched lcd window.